Manufacturer narrative:
Complaint conclusion: during an iliac artery stenting procedure, a smart control stent (ses smart control 10x80 80) was delivered to the lesion and was attempted to be implanted, however, the dial and the lever of the stent delivery system (sds) was too stiff to be deployed. The physician attempted to withdraw the device using force, but the stent became elongated and was then able to be implanted. During the deployment movement, the sds was fixed with the right hand and was not retracted. The calcification was mild and it was not believable the resistance with the outer shaft was made from the little calcification. There was no patient injury reported. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. Nothing unusual was noted about the stent delivery system prior to use. The sheath introducer used was a non-cordis device. The diameter of the unconstrained stent was sized 1-2 mm larger than the vessel diameter. The target lesion vessel length was 6cm. The target lesion was described as having a little tortuosity with 90% stenosis. The stent delivery system did pass through acute bends. The delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. The contrast was mixed with saline. No difficulty or resistance was noted while crossing the lesion with the stent. The sds did have to pass through a previously placed stent. The lesion was not post-dilated after stent implantation. No thrombus was noted post deployment. When removed from the tray the stent was still constrained within the outer member/sheath. A stopcock was connected to the y-connector of the tuohy borst valve. No difficulty was encountered flushing the stopcock. No difficulty was encountered flushing the sds. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The IFU instructs the user to hold the handle of the smart control sds flat and straight outside the patient. This was done. No unusual force was applied during deployment of the stent. The tantalum markers were observed to open symmetrically. No other information was reported. The device was not returned for analysis. A product history record (phr) review of lot 17726142 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿stent delivery system (sds)-ses~deployment difficulty¿ and ¿stent-ses~incorrect length - too long/stretched¿ were not confirmed since the device was not returned for analysis and procedural films were not received. Based on the limited information available for review, procedural factors may have contributed to the reported event. The exact cause could not be determined. Per the instructions for use (IFU), which is not intended as a mitigation, ¿evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. During use, ensure the locking pin is still in place. Advance the device over the guidewire through the hemostatic valve and sheath introducer. Note: if resistance is met during delivery system introduction, the system should be withdrawn, and another system should be used. Do not force passage. Resistance may cause damage to the stent or lumen. If resistance occurs during movement through the sheath, carefully withdraw the stent system. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ when deploying the stent, ¿initiate stent deployment by rotating the tuning dial with thumb and index finger in a clockwise direction while holding the handle in a fixed position. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during an endovascular treatment, a smart control stent (ses smart control 10x80 80) was delivered to the lesion in the iliac artery and was attempted to be implanted, however, the dial and the lever of the stent delivery system (sds) was too stiff to be deployed. The physician attempted to withdraw the device using force, but the stent became elongated and was then able to be implanted. During the deployment movement, the sds was fixed with the right hand and was not retracted. The calcification was mild and it was not believable the resistance with the outer shaft was made from the little calcification. There was no patient injury reported. The device was clinically used and has been implanted, so will not be returned for analysis.